Manufacturer narrative:
Initial and final MDR (B)(4). Device 4 of 4.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an issue with four infusion sets on (B)(6) 2026 as the infusion set patch did not stick to the skin upon insertion. No further information available.